Event description:
The patient contacted animas on (B)(6) 2012 stating the up arrow keypad button was intermittently responsive for about six months. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump attached to a belt and did not clean it. A protective skin was allegedly on the pump. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during the product analysis investigation testing confirmed that all of the keypad buttons were functional and the keypad had no signs of damage. During the investigation the keypad was removed and no contamination was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.